Event description:
Additional information received noted that (B)(4) was initially listed as being implanted in the patient. It was defective and never implanted.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
The manufacturer's representative reported that troubleshooting assistance was needed for an intra-operative impedance issue. All pairs with 0 were showing >4000. Perform electrode impedance test at 1.5v and 360 pw. Impedance values reported were: >4000. Perform electrode impedance test at 2.0v and 360 pw. Impedance values reported were: >4000. The caller stated he also tried increasing through the progression of 2.5 v, 360 pw, with results of >4000ohms value. An implantable neurostimulator (ins) was not being used for testing motor response. The reporter noted they had not gone through this yet. They did not hear set screw torque down the first time. They took lead out, wiped it down, and tried torquing it down again. The second time they heard it click. Tech services reviewed tugging slightly on lead. The caller reported lead came out of header block. The caller stated he had an extra ins. Tech services reviewed changing out ins due to set screw issue. It was noted that new device solved the problem. Event date: (B)(6) 2015. If additional information is received, a follow up report will be sent.